Event description:
This pt was admitted because of recurrent hip dislocations with left hip instability. They underwent a revision left total hip arthroplasty. Pt had complaints of hip dislocations. Liner, shell and head were removed and replaced.